Event description:
Patient with left ventricular assist device (lvad) therapy for 9 months presents with lvad related hemolysis and alteration in lvad performance requiring tissue plasminogen activator (tpa) intervention twice to resolve hemolysis and return lvad performance back to baseline. Inr on admission was subtherapeutic at 1.5.